Event description:
It was reported a patient stopped using her scs system after she underwent a procedure to implant rods in her back in 2005. The patient's physician recently advised the patient to start using her scs system along with her current pain therapies, however, the ipg does not communicate with the patient programmer. A sjm representative met with the patient and confirmed the issue. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.